Event description:
It was reported that this right ventricular (rv) lead exhibited infection and was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.